Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This system was explanted and replaced due to vegetation on (B)(6) 2012. The hospital retained this device. Should additional info become available, this file will be updated.